Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and fluid was under screen. Customer stated insulin pump was dropped, but no cracks on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.